Event description:
A user reported that a hospital staff member responded to a "beeping" in a patient room and observed the device in an inactive state. The screen was noted to be "half-black" and have "colored lines running through it from side to side ". No patient harm was reported.